Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed the battery and received a pump error 68 and pump error 53 alarm on the insulin pump. Customer's blood glucose was 306 mg/dl at the time of the incident. Customer stated that when she sent her blood glucose reading to the pump, the pump went black and shut off. Customer took the battery out and put it back in. Customer stated the pump came back as a fill cannula. Customer stated that she thought she was going to have enough juice to give herself a blood glucose reading and a bolus. Customer was assisted with the prime/rewind process on the pump to clear her out of the reservoir and tubing. Customer also had a failed battery test alarm. Customer cleared the alarm before inserting the battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm, failed battery test alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded. After disconnecting and reconnecting the internal battery connector pump was monitored and functioned properly. Pump error present in format history file. Unable to determine root cause of pump error. No unexpected pump error noted after battery insertion. Device was received with scratched case